Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia overnight while using the ilet pump with a dexcom cgm, heard alarms from the dexcom app, and believed the pump did not provide a corresponding low glucose alert despite glucose reportedly in the 60s; the pump had previously alerted as expected, and the agent advised that pump and cgm alerts may trigger at different thresholds and times, recommended installing the circle app for notifications, and instructed a pump restart with follow-up if alerts remained absent. Symptoms included hypoglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and user education regarding alarm settings and notification pathways. Investigation of this case revealed no confirmed device malfunction, with the event consistent with alarm configuration or notification pathway differences between the pump and cgm mobile app. It was concluded, based on previously established findings for similar reports, that the cause was likely use error or settings configuration, with device function not confirmed to be impaired.